Manufacturer narrative:
Caregiver was advised that the table was not to be used as a restraint nor was the pt to be left alone in the recliner.

Event description:
At appropriately 12:30 pm, monday (B)(6) 2014, winco received a call from (B)(6), stating that her daughter fell from her winco life-care recliner. (B)(6) stated that shortly after leaving the room to attend to the other children, she heard a call from her daughter. When (B)(6) re-enter the room she noticed that her daughter who sitting in the recliner the entire day and who has cerebral palsy was now on the floor. She stated that she didn't know how she fell out of the recliner but was guessing that her daughter climbed over the table. She also stated that the table was pushed off of the recliner and wasn't sure how it came off. The daughter was transported to the hosp where she was diagnosed with a concussion. (B)(6) also stated that her daughter's seizure started up again since the fall, after a 2 year lapse. Daughter was not admitted to hosp.